Event description:
The customer reported elevated troponin I (access accutni) results, within the risk stratification range, for one patient, involving access accutni assay used in conjunction with the unicel dxc 600i synchron access clinical system access accutni calibrator. An initial result of 0.10 ng/ml was obtained and released out of the laboratory. As a result, the patient was transferred to another hospital. The patient¿s sample was then re-centrifuged and reanalyzed on an alternate access 2 immunoassay system and recovered a reproducible value of 0.10 ng/ml. Another sample was collected from the patient and reanalyzed at the alternate hospital, through an alternate methodology, and generated a result of <0.06 ng/ml. On (B)(6) 2013, the customer re-centrifuged and retested the original sample on the alternate access 2 immunoassay system and obtained results of 0.10 ng/ml, with and without heterophile blocking tubes. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome. The patient¿s samples were collected in 12x75 mm heparinized plasma tubes and centrifuged at 3,800 rpm (rotations per minute) between 6-8 minutes, at room temperature. Samples were aliquotted in to 1 ml insert cups prior to analysis. The original sample was stored at room temperature between testing on (B)(6) 2013, and refrigerated prior to testing on (B)(6) 2013. No sample issues were noted. Quality control (qc) was with specifications prior to and after the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The customer supplied beckman coulter with the patient¿s sample for further analysis.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, testing at beckman coulter customer product line support (cpls) laboratory confirmed the existence of a patient source interferent for the samples received from the customer. The interference likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results but is distinct from heterophile antibodies. Beckman coulter adds specific interference eliminating proteins into the accutni reagent to minimize such interferences. However, in some instances, patient specific interference can still occur in most immunoassays. Per the limitation statement in the beckman coulter instructions for use (IFU): "for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Hama, that interferes with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies. Other potential interferences in the patient sample could be present and may cause erroneous results in immunoassays. Some examples that have been documented in literature include rheumatoid factor, endogenous alkaline phosphatase, fibrin, and proteins capable of binding to alkaline phosphatase. Carefully evaluate the results of patients suspected of having these types of interferences."